Event description:
It was reported that during the procedure, the helix mechanism of this right atrial (ra) lead could not be extended after several attempts. Additionally, the impedances were greater than 2000 ohms. This resulted in a prolonged procedure time. The lead was exchanged for a new one. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure, the helix mechanism of this right atrial (ra) lead could not be extended after several attempts. Additionally, the impedances were greater than 2000 ohms. This resulted in a prolonged procedure time. The lead was exchanged for a new one. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted stretched coils at approximately 500 mm and 510 mm from the terminal end. This is typical surgery-related damage. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.